Event description:
It was reported that within three months of implant, the right atrial lead was noted to have dislodged and had no capture. The right ventricular lead was noted to have decreased r-waves. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.